Event description:
The customer reported that she activate the device on (B)(6) 2012, at 9:56 pm. Her blood glucose at that time was 186 mg/dl and she took a 2.5 unit bolus dose of insulin. At 2:26 pm on (B)(6), her bg had elevated to 271 mg/dl, she corrected with a 5 unit bolus. At 5:30 pm, she reported another bolus of 2 units, but no carbohydrate intake or bg measurement. At 5:59 pm, her bg was 366 mg/dl, so she changed the pod. After it was removed she saw the cannula was "a little" bent.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the bent cannula or to determine if it occurred after use or if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns: "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and "please read all the instructions provided in this user guide and practice the blood glucose testing procedures before using the system. Monitor your blood glucose with the guidance of your healthcare provider. Undetected hyperglycemia or hypoglycemia can result without proper monitoring" it advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod," and "to avoid hyperglycemia (high blood glucose), check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."